Manufacturer narrative:
Internal report # (B)(4). Retuned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause: mlc-20-user's test strip had poor storage. Note: manufacturer contacted customer in a follow up calls to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 500 mg/dl. The customer's expected fasting blood glucose test result range is 180 - 200 mg/dl. The customer feels well and did not reported any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Customer stated the test strips are stored in the cupboard in the kitchen; customer stated they are not by refrigerator, stove or cooking. The test strip lot manufacturer's expiration date is 07/16/2020 and test strips were opened a couple of days ago.